Event description:
The customer reported to olympus, there was an e315 error while using the evis lucera elite colonovideoscope. The issue occurred during preparation for use, and the procedure was diagnostic. There was no harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customers¿ allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the screen was partly dark due to scratch of charged coupled device (ccd) lens. There was crease at the ccd lens, crumple at the universal code, corrosion at the scope connector due to leakage, and corrosion at the scope connector (sc) cover unit due to leakage. The investigation is ongoing and follow-up with the user¿s facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction: e2 was inadvertently populated on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that water got inside the scope connector during user handling. As a result, an abnormality occurred in the electronic component and an error message was displayed temporarily. The event can be detected/prevented by following the instructions for use which state: 1) " inspection of the endoscopic image." 2) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 3) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.